Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump high pitched tone when the light button was pressed. The customer reported that the battery was put in three days ago. The customer reported blood glucose was 10.3 mmol/l at the time of incident. The customer reported that the insulin pump started to give constant tone when using the back light with down button. Troubleshooting was performed. The insulin pump continued to give constant tone. The customer was advised to discontinue use of the insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump passed displacement test and self test. Pump was tested with no audio/beep anomaly noted.